Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hypersensitivity and pain are listed in the perclose proglide instructions for use, as known adverse event(s) associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the patient experienced inflammation in the groin area. A physician's report stated there was lymphadenopathy in the inguinal region measuring 2.9cm's, no treatment was done. No additional information was provided.

Manufacturer narrative:
Exemption number (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hypersensitivity and pain are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after heart catheterization procedure. Reportedly, the patient is allergic to additives and been has experiencing pain in the right groin since the procedure on (B)(6) 2019 and feels this is possibly related. An ultrasound was completed and showed no issues with the right groin. No additional information was provided.